Event description:
A patient reported experiencing inaccurate erratic results with their meter. Patient reported results were "approximately 210, then dropped to 120 mg/dl". Tests were done within 5 minutes with a difference of 48%. Patient found to be cleaning meter incorrectly. Patient did not experience any adverse events. No further information has been reported.